Manufacturer narrative:
(B)(4). This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history, and reason for intervention) are not available. The device is an unknown savvy balloon catheter and the catalog and lot numbers are not available. Kimiagar et al,. (2008). Carotid artery stenting in high risk patients with carotid artery stenosis not eligible for endarterectomy: clinical outcome after 5 years., imaj ;10:121¿124. As reported by kimiagar et al., (2008), carotid artery stenting in high risk patients with carotid artery stenosis not eligible for endarterectomy: clinical outcome after 5 years., imaj ;10:121¿124; one procedural failure occurred in which the patient underwent urgent endarterectomy. The procedure was a carotid artery stenting that was performed with a low profile 4-20mm savvy balloon catheter which was used for pre-dilatation after administration of 0.6 mg atropine and then a stent was deployed from the internal to the common carotid. The device was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) reviews could not be performed. Given the limited information provided, the reported event ¿endarterectomy¿ could not be confirmed and the exact root cause could not be determined. A carotid endarterectomy is a surgical operation in which a plaque is removed from the carotid artery. Plaques are areas of fatty build-up in blood vessels. Vessel characteristics and procedural/handling factors may have contributed to the reported event. Additionally, usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported by kimiagar et al., (2008), carotid artery stenting in high risk patients with carotid artery stenosis not eligible for endarterectomy: clinical outcome after 5 years., imaj ;10:121¿124; one procedural failure occurred in which the patient underwent urgent endarterectomy. The procedure was a carotid artery stenting that was performed with a low profile 4-20mm savvy balloon catheter which was used for pre-dilatation after administration of 0.6 mg atropine and then a stent was deployed from the internal to the common carotid.